Event description:
It was reported that a 77-year old caucasian female patient underwent breast augmentation revision with two unspecified mentor textured saline breast prostheses. Post-operatively, the patient suffered right breast implant deflation. The deflation was diagnosed via physical examination. As a result, the patient underwent breast implant removal and replacement on (B)(6) 2022. The replacement devices were: (right) 375cc mentor smooth round moderate plus profile saline catalog: 3502375, lot: 9638010, sn: (B)(4) and (left) 375cc mentor smooth round moderate plus profile saline catalog: 3502375, lot: 9638010, sn: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 3, 2022, the mentor failure analysis lab received the device for evaluation. On june 7, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline implant textured 375cc breast implant had parallel lines of shell wear extended from the anterior to the posterior view. In addition, two (2) tears (a and b) were found within the shell wear on the posterior view, measuring approximately 0.5 cm and 1.2 cm respectively. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses of the device. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.